Manufacturer narrative:
On (B)(6) 2015 (B)(6) contacted vilex. He had a patient come in (B)(6) 2015 who had an ankle fusion with the vilex fuze 10mm nail in (B)(6) 2015. Doctor stated that he was fine until 6 days ago when he stepped off a small bump. He heard a loud audible pop and had severe pain. His previous fusion is now broken.

Manufacturer narrative:
Continuation from section : fz100-200t-25; dos 02/02/2015. Fz100-200t-25; dos 02/09/2015. July 10, 2015, received info from acct. Mgr. Tht one of his drs reported to him that 3 of the 10mm fuze that he had implanted are now broken. July 20, 2015, vilex spoke w/the dr & he stated that he felt removing the broken implants or any further surgeries wold not be necessary. He stated that the patients are currently in better shape than before the surgeries. Vilex issued a recall on these products on may 26,2015, as of this date, all products in this line have been accounted for, and all parties involved have been notified.

Event description:
Three 10mm fuze nails have broken. Sizes are 2 fz100-200t-25 &1 fz100-150t-25.